Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). I the reason for call was patient stated they had an MRI a few weeks ago and ever since then they have not been able to turn on the intensity of group a. Patient stated they will not go past 1 and then it stops and says setting not available. Patient service specialist walked patient through resetting controller and after resetting the controller started blinking green and showed implanted neurostimulators 90% and controller 50%. Patient was able to connect to implant, but cannot adjust settings as pt sees settings not available. Agent reviewed this has to do with the ins and to make an appointment with their healthcare provider (hcp). The troubleshooting steps that were taken on the call did not resolve the issue. Pt was directed to hcp. Pt later called back and stated they have an appointment with their healthcare provider on (B)(6) and the healthcare provider wants a representative to be at the appointment to see if the device can be fixed. Patient stated the device will not recognize any of their programs since they had an MRI at the end of december. Patient service asked patient to clarify and patient said if pt tries to increase the intensity on any of the programs a b or c, it will say setting not available and not let pt increase it past intensity level 1. The issue was not resolved. An email was sent to the reps in the area. A rep later reported they pt has been scheduled for an appointment, and rep confirms oor message.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was not determined. Nothing will be done per the healthcare provider (hcp) and the manufacturer representative (rep). Unit no longer works- rep may try again at later date. It will no longer work.